Event description:
On (B)(6) 2025, the user reported that the touchscreen was not responding, specifically the top left portion of the screen. As a result, the user was unable to navigate out of the blood glucose (bg) report. Troubleshooting steps were attempted but the issue persisted. A replacement ilet was initiated. Bg was not affected. No symptoms, external assistance, or medical intervention occurred.